Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified based on the results of the investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.

Event description:
The customer returned the gastrointestinal videoscope to the service center for evaluation related to a separate issue. During testing, the service repair technician identified the device nozzle contained foreign objects and residual liquid or foreign material came out of suction cylinder. There was no patient involvement.